Event description:
It was reported the pump was replaced (B)(6) 2014. During the case, it was found that the catheter was disconnected from the pump. Up to that point, it was assumed to be a standard replacement and there were no known issues at the time the surgery was scheduled. There was no withdrawal or ¿anything.¿ the system was being used to deliver lioresal baclofen. Additional information received reported the patient experienced a slight loss of effect at the time of replacement and this was thought to be due to end of battery life. It was noted when the pocket was opened there was a partial disconnect of the catheter. It was unknown if additional actions or interventions were taken, what the cause of the event was, or the patient's outcome regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n189572006, implanted: (B)(6) 2009, product type catheter. (B)(4).